Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an error code displayed during a procedure and it was impossible to have irrigation and aspiration. The cassette was replaced; however the error code displayed again. The procedure was not completed. Patient outcome is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 18, 2009. Based on quality assurance assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. A visual assessment of the returned sample revealed the presence of white deposits on the faceplate, characteristic of dried balanced salt solution (bss) ingress. The sample was then installed into a calibrated system for functional testing. The sample was found to meet all relevant specifications. The cassette / consumable sample was not returned. Therefore, no visual inspection or functional testing could be conducted. The lot number complaint history and manufacturing record were not reviewed since the lot number of the product in use was not given. The root cause of the reported issues can be attributed to bss ingress. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).